Event description:
It was reported that the maxzero leaked from the connection to the IV when infusing unspecified chemo infusion. The inpatient oncology unit staff stated that all central lines have pure hub caps when the leaks occur. The patient was not harmed as a result of the leak.

Manufacturer narrative:
The customer report that the maxzero leaked was confirmed. During visual inspection a crack was observed along the connector's female access. Further inspection under magnification observed the crack was along the top of the connector access extending along the collar threads in the direction of fluid flow. The nick mark can most likely be attributed to flash on the mating device used during the reported event which first makes contact with the valve¿s surface when attempting to connect to the valve. As the mating piece is threaded onto the valve, it has the potential of cutting the valve top as it compresses. There was no mating device received for investigation. No other obvious damages or issues were observed on the rest of the component. During functional testing it was observed that the fluid leaked out from the noted crack. The root cause of the observed damage was not identified.

Manufacturer narrative:
Concomitant medical products: central line. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient demographics - adult.

Event description:
It was reported that the maxzero leaked from the connection to the IV when infusing unspecified chemo infusion . The inpatient oncology unit staff stated that all central lines have pure hub caps when the leaks occur. The patient was not harmed as a result of the leak.